Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer blood glucose reading was unknown. Customer was able to rewind or clear the alarm. However, did not pass displacement test. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm.